Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for sepsis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment for the event was not reported. At the time of this report, it was unknown if the patient was recovering from the sepsis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.